Event description:
D5 syringe had a yellow tint so I messaged pharmacy for a replacement syringe, y¿d in fluid disconnected in the meantime and was also noted to be leaking from plunger. Syringe pump alarmed increased pressure just prior to disconnecting d5 syringe. While waiting for replacement fluid, y site of tpn tubing noted to be leaking (with nothing connected to it). Providers notified. Discontinued tpn/il/d5 to change tubing. Plan to restart tpn/il tonight. Additionally, while setting up new ivf there was no roller clamp on sigma pump tubing. The discoloration of the syringe was likely due to the yellow tpn backing up and discoloring the clear d5 infusion. Manufacturer response for IV set, IV set (per site reporter). [Redacted date] initial contact sent, added to leaking IV tubing tracker. [Redacted name] retrieving on [redacted date]. Asked site if we need to report the syringe? Site confirmed the discoloration of the syringe was likely due to the yellow tpn backing up and discoloring the clear d5 infusion. Will not report the syringe. [Redacted date] emailed baxter to report the defect and request an RMA and mailer. Nnicu handed off 3 bags which contain the total set-up including the syringe. Only the baxter IV set (2r8546) will be returned for analysis. [Redacted date]- sample shipped ups baxter (B)(4).